Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her site was actively bleeding. Customer's blood glucose level was 50 mg/dl. She treated her low blood glucose level by eating breakfast. The device was not returned.